Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v806787, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was noted that patient was doing stretches at home with home health aide when the neurostimulator (ins) on the left side burst out. It was indicated it occurred (B)(6) 2012. It was indicated that patient had a mini stroke when the first ins was placed which was in (B)(6) 2011. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported the device site was infected at the time of the bursting out.